Event description:
It was reported that when a patient presented in clinic for normal follow-up, inappropriate mode switching due to noise on the atrial channel was observed. The physician elected to take no action, and the patient will continue to be monitored. The patient was in good medical condition.

Manufacturer narrative:
.